Event description:
The patient was undergoing a coil embolization procedure using pod6. During the procedure, the physician was not able to advance and experienced some friction from the pod6. The physician removed the pod6 and the procedure continued successfully using a new pod6. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device discarded by hospital.